Manufacturer narrative:
Capital equipment evaluated at customer site. The fse inspected unit and found no disinfectant missing from tank. Ran a test cycle and found no leakage coming from unit. The fse found water filtration pressure was maxed out on the pressure gauge. This was found to be causing leakage from water filtration system. Customer was advised to have in-house representative inspect water pressure.

Event description:
The customer reported that the unit was leaking disinfectant. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.